Event description:
The event is reported as: customer reports that the device was used in a procedure and taken to the instrument room for cleaning. At that time it was noticed that the tip that is connected to the tubing had come off. The tip was not located.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.